Event description:
On (B)(6) 2014, leica microsystems (B)(4) received a complaint from USA stating that a surgical procedure (craniotomy) lead to a pt burn. The surgeon received a blister on pt's skin (scalp) at the end of surgery. Therefore, he removed the blister and completed successfully the surgery.

Manufacturer narrative:
An investigation was conducted by the responsible service engineer. Visual inspection and an inspection/ measurement of the illumination module of the affected device showed that the device has no malfunction. Based on the investigation results and the eval of provided pictures, the surgical microscope worked according to specification. In addition, it is possible that the reported burn was caused by using the manual iris adjustment and not the auto iris functionality because there is no evidence that the surgeon used it. The user manual (article no. 10 714 367, version 00) was reviewed. According to the user manual, the safety functionalities of brightcare and autoiris are explained in detail and warnings are pointed out accordingly. Therefore, it can be assumed that the reported injury could have been prevented if the instruction in the user manual was followed.